Event description:
It was reported that during normal wound check post-implant, the right atrial lead dislodgement was discovered. The patient experienced pectoral stimulation on the right side. Upon interrogation, loss of capture and loss of sensing were noted. The physician attempted to reposition the lead but was unsuccessful. The helix was able to retract but could not fully extend again. The lead was explanted and replaced successfully. The patient condition was fine post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.